Event description:
N/a

Manufacturer narrative:
The hakim valve was not returned for evaluation (as per customer, product not available) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a codman hakim programmable valve (823162) was going to be placed in a (B)(6) female patient. When the valve was attached to the distal catheter, the surgeon check for flow and noted that the siphonguard looked ¿out of alignment... A bit disjointed¿ prior to being removed from the package. He then attached a manometer to test the flow of the valve but was unsatisfied with the flow rate. The valve was changed to a new certas valve with sg (828804pl) and was found to be satisfactory. The questionable defective valve was held for further testing. A surgical delay of 15 minutes was noted.